Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was completely black and unresponsive to touch or keyboard input. The unit appeared to have performed an ac power auto shutdown, requiring the customer to manually reboot the device. The customer suspected a failure of the internal battery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to black screen. A field service engineer was able to launch the application by turning the power switch off and then on again. The backup battery was replaced since it was three years old. The electronic compartment and back panels were vacuumed, and the power supply was unplugged and allowed to run with no load for a period of time. The hard drive cable was also reseated to ensure proper connection. The system functioned as intended after the field service engineer repaired the device.